Event description:
Initial case was reported on (B)(6) 2012 from a physician via sales force - local reference (B)(4). This case involves a (B)(6) female pt treated with 2 vials (nos) of poly-l-lactic acid (sculptra) in one single session, 2 years prior to the notification (i.e. In 2010), dose, indication, route of administration dilution volume, batch not reported. The reporter stated that the pt had recently (date nos) experienced several (nos) nodules in both her cheekbones. The reporter stated the nodules were palpable and somehow visible, having an average size of a thumb (nos). The nodules were inflamed as they were recent. No biopsy was reported. Medical history includes hypothyroidism. Hashimoto's thyroiditis. The reporter stated that the pt was treated with hyaluronic acid (nos) one year ago (i.e. In 2011) by a dermatologist. No concomitant disease or concomitant medication was reported. Action taken; unk. Event outcome: not recovered. Corrective treatment: a course of prednisone (dacortin). Causal relationship as per reporter: suspect. Level of causality not specified. Regarding seriousness criteria, the physician indicated the adverse event as serious. A pharmaceutical technical complaint (ptc) was initiated. (B)(4).